Event description:
The customer called for assistance after accidentally delivering a bolus of 19.6 units, using the bolus wizard. During the call, the customer's blood glucose levels dropped from 330 to 125 mg/dl. The customer went to the emergency room, and her blood glucose had dropped to 70 mg/dl. The customer later called, and was assisted in programming a bolus correctly. Advised the customer to call back if further assistance was necessary. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.